Event description:
A customer contacted baxter's technical service center reporting that some fluid came out of the top of the patient line during priming on the homechoice (hc) machine. The technical service representative (tsr) advised the home patient (hp) that if top of the patient line was below the heater bag, fluid would come out of the patient line during prime. No troubleshooting was required. During a follow up with the hp regarding the leak, it was revealed that the issue was resolved, and that she is continuing therapy without any issues. The hp verified that she notified the nurse. Per hp, she did not notice any defects on the supplies. The hp stated that she had discarded the supplies, and did not know the lot number. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.